Event description:
Caller states the pt tested 4.3 inr on the coagucheck system and 7.2 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.